Event description:
The account has a bed that when the pt position module alarms, it does not send a nurse call. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.